Event description:
It was reported that day 3 of placement, foley catheter was inserted on august 1st. Naturally removed around 7:00 pm on august 3rd. The balloon was damaged. It leaked from the balloon.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter with syringe. Verified material number 119316 and manufacturing lot number ngju0789. Visual inspection noted the catheter balloon had ruptured (measuring 0.3060). Further inspection noted the balloon had no missing pieces. This is out of specification which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that day 3 of placement, foley catheter was inserted on (B)(6). Naturally removed around 7:00 pm on (B)(6). The balloon was damaged. It leaked from the balloon.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.